Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during a pocket revision surgical procedure the device showed no pacing output on a surface after device exposed to cautery.

Event description:
It was reported during a pocket revision surgical procedure the device showed no pacing output on a surface ECG after device exposed to cautery.